Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the contour ureteral stent was returned for analysis. The reported event of stent shaft break is confirmed. During the visual, magnification, and media inspection, it was found that the stent shaft detached and the stent coil bladder with a suture hole torn. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated and torn during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the preparation and the device had no influence on the event.

Event description:
It was reported that during preparation, the nurse found that the ureteral stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that during preparation, the nurse found that the ureteral stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the contour ureteral stent was not returned for analysis. The reported event of stent shaft break will not be confirmed. There is no evidence from the manufacturing review to indicate that the device malfunctioned because of a process related defect. The most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. Therefore, this complaint is assigned an investigation conclusion code of cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that during preparation, the nurse found that the ureteral stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break.